Manufacturer narrative:
The catheter was returned with the guidewire. The evaluation showed that the catheter was punctured at 1.4cm from the distal tip and the guidewire was broken in two segments due to torsional overload. Catheter lumen. (B)(4).

Event description:
It was reported during insertion the balloon catheter through the guide catheter, resistance was encountered. Upon removal, the balloon catheter was found torn at the distal section.no patient injury reported.